Event description:
It was reported that the patient experienced fluid leak in an inflatable penile prosthesis (ipp) system. A reimplant surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome.

Event description:
It was reported that the patient experienced fluid leak in an inflatable penile prosthesis (ipp) system. A reimplant surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome.